Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "about a 1.5 yrs ago. Patient had a bone mass removed from foot. When they did this process they put in a variax2 in her foot and bone graft putty implanted. Since then, the patient has had severe foot pain and difficulty walking. Has had several test to see what is going on and no one can tell them what the problem is. Patient had the surgery on (B)(6) 2021 and 4 months later started experiencing the issues in their foot.